Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient underwent revision for mechanical complication following primary total hip arthroplasty. There was loosening of the components and femur fracture noted during revision.

Manufacturer narrative:
An event regarding a periprosthetic fracture and loosening involving an accoloade stem was reported. The events were not confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient underwent revision for mechanical complication following primary total hip arthroplasty. There was loosening of the components and femur fracture noted during revision.